Event description:
It was reported that the subject device image did not display and the cable wire was possibly broken. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to the repair facility and the customer's allegation was confirmed. The evaluation also identified flooding of the cable and image capture, along with contamination of the free lock lever. It is presumed that the image defect occurred due to internal flooding of the cable and imaging. A definitive root cause for all findings was unable to be identified. A device history review of the current product was conducted, and no problems were found. The instructions for use (IFU) indicate: 4.1 precautions for use (warning) if any abnormality occurs during use, such as disappearance of endoscopic images or inability to adjust focus, the following precautions should be strictly observed and use should be discontinued immediately. Failure to do so may result in serious injury. ¿ turn off the power to the video system center and immediately turn it back on to see if the image returns. If the image returns, pull the endoscope away from the patient while viewing the image and discontinue use. ¿ if the image does not return, remove the camera head from the endoscope and pull out the endoscope while looking directly into the endoscope's eyepiece. If various instruments are being used, pull out the instruments in the safest way possible before pulling out the endoscope. Endoscope image erasure and freeze (warning) do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Do not bump or drop the product. Water leakage may damage the electrical circuits inside the product. Olympus will continue to monitor the field performance of this device.